Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an image was not displayed because communication failure occurred due to faulty cable. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Device is 4+ years old. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head has bad image quality; the image is noisy. There were no reports of patient harm.